Manufacturer narrative:
The catalog numbers, lot codes and amount of the screws involved in the reported event were not provided. When the investigation is completed the results will be provided on a supplemental report.

Event description:
The head physician of the hospital, reported to our sales rep that he was checking a pt. During taking some x-rays he observed, that some screws were dislocated. Immediately he organized and performed a revision surgery.